Manufacturer narrative:
Concomitant products: product ID 3389-28, lot # 0206903490, implanted: (B)(6) 2013, product type lead; product ID 3389-28, lot # 0206722956, implanted: (B)(6) 2013, product type lead; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389-28, lot # 0206903490, implanted: (B)(6) 2013, product type lead; product ID 3389-28, lot # 0206722956, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to anything.

Event description:
It was reported the patient bumped their head hard at their left lead location and had a seizure 30 minutes after. Approximately one month later the patient had a seizure and fell of their bike. Both times an ambulance came on location but no further action was needed. The event was considered unresolved with no further action planned. It was unknown if the event was related to the programming, stimulation, or medication. No diagnostic testing or troubleshooting was performed.